Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The failed battery test alarm could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported he went kayaking and his insulin pump got wet. The device alarmed failed battery test and now it won't turn on. There were no button errors. The device has a small crack. He tried several new batteries but the issue persists. Customer's blood glucose is 120 mg/dl. The battery compartment and cap are not damaged or corroded. Customer took the battery out for ten minutes and cleaned the contacts, but the device alarmed failed battery test with a new battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.